Event description:
It was reported the patient's ipg was no longer able to communicate with the charger and programmer. In turn, the patient lost stimulation due to a low battery. A replacement charger was sent to the patient but did not provided resolution. A magnet was tried to restore stimulation to no avail. A spare programmer was also tried to no avail. When the patient attempted to recharge the ipg with the replacement charger she experienced a brief stabbing/pinching sensation. As a result, the patient's ipg was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.